Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens was explanted and replaced with a shorter length lens. Problem was resolved. Cause of event was reported as unknown.